Event description:
It was reported that this pacemaker system was exhibiting atrial undersensing during an atrial arrhythmia episode. The patient exhibited an increase in heart rate, and went pale, nauseated and vomited. This pacemaker system remains in service. Technical services (ts) was consulted and noted egm showed the device was operating as programmed, functional undersensing is suspected. This pacemaker system remains in service. No adverse patient effects were reported.